Event description:
During a hysteroscopy with novasure ablation procedure, a novasure advanced device was trialed. The device shut off after a brief activation. The device shut off the second time and was removed from use per policy. A normal novasure was used and the procedure was completed without any harm or complication to the patient. The novasure representative was present during case and was aware of sequence of events for appropriate follow-up.